Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product, shown in the picture, did not meet specification as received because of the broken tip of the jaw. Photo inspection found that the plastic tip fractured on one jaw. One broken piece was shown in the picture. The reported condition was confirmed. From the photo inspection, it appears that the insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver replacement procedure, the device's jaw coating peeled off. Disengaged part did not fall into patient's cavity. Another device was used to complete the procedure. Analysis of the photo submitted confirmed the report. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified that the plastic tip on the jaws fractured. It was reported that a device component disengaged. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.